Manufacturer narrative:
UDI = (B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Engineering review of the stored episodes found that the smart pass feature would have mitigated the oversensing and inappropriate device charge. Also, the morphology change did not meet the criteria that would cause smart pass to disable. The field representative planned to discuss the smart pass results with the patient's physician. This report will be updated if additional information is received.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received a shock while running. Interrogation revealed that the s-ICD had oversensed the t-wave due to a change in the patient's morphology. Exercise testing was performed but the oversensing was not able to be reproduced. A new automatic set up was performed and the s-ICD was reprogrammed to the chosen vector of alternate. A memory download was performed and sent to boston scientific technical services (ts) for review. The ts consultant discussed that during the treated episode, the r-wave amplitudes dropped close to the baseline which contributed to the oversensing. The ts consultant provided additional troubleshooting that could be performed to help further optimize the patient's therapy. No adverse patient effects were reported. The s-ICD remains implanted and in service. Boston scientific received additional information. In (B)(6) 2016 this patient received another inappropriate shock while running. Again, the device oversensed t-waves due to a change in the patient's morphology. The patient fell when the shock was delivered and they broke their arm. The patient was hospitalized since that date and had several operations on the broken arm. Device data was submitted to ts for review, and engineering simulated both shock episodes with the smart pass feature. It was noted that the smart pass feature is not available on this device model. The s-ICD remains implanted.

Manufacturer narrative:
UDI = ((B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Engineering review of the stored episodes found that the smart pass feature would have mitigated the oversensing and inappropriate device charge. Also, the morphology change did not meet the criteria that would cause smart pass to disable. The field representative planned to discuss the smart pass results with the patient's physician. This report will be updated if additional information is received. This report will be updated when additional information regarding the device replacement is received.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received a shock while running. Interrogation revealed that the s-ICD had oversensed the t-wave due to a change in the patient's morphology. Exercise testing was performed but the oversensing was not able to be reproduced. A new automatic set up was performed and the s-ICD was reprogrammed to the chosen vector of alternate. A memory download was performed and sent to boston scientific technical services (ts) for review. The ts consultant discussed that during the treated episode, the r-wave amplitudes dropped close to the baseline which contributed to the oversensing. The ts consultant provided additional troubleshooting that could be performed to help further optimize the patient's therapy. No adverse patient effects were reported. The s-ICD remains implanted and in service. Boston scientific received additional information. In (B)(6) 2016 this patient received another inappropriate shock while running. Again, the device oversensed t-waves due to a change in the patient's morphology. The patient fell when the shock was delivered and they broke their arm. The patient was hospitalized since that date and had several operations on the broken arm. Device data was submitted to ts for review, and engineering simulated both shock episodes with the smart pass feature. It was noted that the smart pass feature is not available on this device model. The s-ICD remains implanted. The smart pass results were provided to the physician, who indicated the hospital did want to change the current model for the new model. However, as of april 7, no replacement procedure was scheduled. As of today, this device remains implanted and in use.

Manufacturer narrative:
UDI = (B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Engineering review of the stored episodes found that the smart pass feature would have mitigated the oversensing and inappropriate device charge. Also, the morphology change did not meet the criteria that would cause smart pass to disable. The field representative planned to discuss the smart pass results with the patient's physician. This report will be updated if additional information is received. This report will be updated when additional information regarding the device replacement is received. It was later reported that the device was explanted and replaced with new model that included the smart pass feature. The chronic electrode remains in service with the new device. The explanted device will not be returned. There was no indication of the device itself doing anything wrong besides not having smart pass. Technical services supported the device follow-up where they were able to exercise the patient and get the heart rate above 170 bpm, but the morphology change seen during the inappropriate shocks was not reproduced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received a shock while running. Interrogation revealed that the s-ICD had oversensed the t-wave due to a change in the patient's morphology. Exercise testing was performed but the oversensing was not able to be reproduced. A new automatic set up was performed and the s-ICD was reprogrammed to the chosen vector of alternate. A memory download was performed and sent to boston scientific technical services (ts) for review. The ts consultant discussed that during the treated episode, the r-wave amplitudes dropped close to the baseline which contributed to the oversensing. The ts consultant provided additional troubleshooting that could be performed to help further optimize the patient's therapy. No adverse patient effects were reported. The s-ICD remains implanted and in service. Boston scientific received additional information. In (B)(6) 2016 this patient received another inappropriate shock while running. Again, the device oversensed t-waves due to a change in the patient's morphology. The patient fell when the shock was delivered and they broke their arm. The patient was hospitalized since that date and had several operations on the broken arm. Device data was submitted to ts for review, and engineering simulated both shock episodes with the smart pass feature. It was noted that the smart pass feature is not available on this device model. The s-ICD remains implanted. The smart pass results were provided to the physician, who indicated the hospital did want to change the current model for the new model. However, as of (B)(6), no replacement procedure was scheduled. As of today, this device remains implanted and in use.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received a shock while running. Interrogation revealed that the s-ICD had oversensed the t-wave due to a change in the patient's morphology. Exercise testing was performed but the oversensing was not able to be reproduced. A new automatic set up was performed and the s-ICD was reprogrammed to the chosen vector of alternate. A memory download was performed and sent to boston scientific technical services (ts) for review. The ts consultant discussed that during the treated episode, the r-wave amplitudes dropped close to the baseline which contributed to the oversensing. The ts consultant provided additional troubleshooting that could be performed to help further optimize the patient's therapy. No adverse patient effects were reported. The s-ICD remains implanted and in service.